Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising and instantly white are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. During the injection, the patient went white instantly with the last 0.1ml of the syringe to the bottom right lip. A doctor was consulted and it was advised to treat the patient with "hylaise". Patient developed swelling from the "hylaise". Patient was then treated with led lights and symptoms went down. Patient also developed a bruise post treatment with from the juvéderm ultra xc. On the following day, the symptoms looked much better. On day 4, the patient looked much better but still had residual bruising. Symptoms have resolved and patient was completely back to normal 1 week after treatment with hyalase.